Event description:
It was reported that during a watchman laa closure procedure, the patients pressure dropped, an (B)(6) catheter was used to check for an effusion or perforation. No pericardial effusion or perforation visualized. CPR was then performed and a code was called. The patient expired 30 minutes after calling the code. The caller did not know any other details at the time of the call. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).